Event description:
Patient undergoing laparoscopic roux-en-y gastric bypass surgical procedure. Harmonic scalpel quit working in the middle of the case. The cord was tested and found to be in proper working order. Defective harmonic scalpel removed from surgical field and replaced with a new one. Surgical procedure completed without further incidence.